Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 16th of august 2015 for further investigation. During the investigation the fse replaced rotor seal and several samples as a prime. Then the fse ran quality controls and all results were within range. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due to the rotor seal. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported that the rotary valves are leaking on their g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.